Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and broken belt clip rails. Device passed the displacement test and self test. No unexpected pump error 15 or pump error 23 alarms noted during testing however, pump error 15 alarm found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. The customer was able to clear thee alarm and rewind the insulin pump. The customer performed self test and received an insulin pump error alarm second time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.